Event description:
It was reported that the patient had his system explanted due to infection. This was one of four pumps implanted at this facility, over a period of four months, that needed to be explanted due to 'some type of infection or pocket dehiscence.' A culture taken from the patient's blood found pseudomonas. It was stated that the patient was alive with no injury or adverse event; however, it was also noted that the patient had been hospitalized. The drug used in this symptom was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported the pump had been in stopped pump mode for 1092 hours and 52 minutes due to the patient's infection. The logs showed there should have been 19 milliliters (ml) of drug in the pump. It was later reported the catheter was explanted completely around the september timeframe. It was also reported that per the logs, the stop command was issued on (B)(6) 2012. The patient had spasticity due to 'no pump function,' but was being managed by a physician. The pump was read and found to be in stopped pump mode and was going to be completely removed and replaced with a new pump and catheter. Prior to surgery, however, the infected wound/ulcer was found on the patient's body so the surgery was cancelled. The plan was to explant the pump and replace it with a new one once the wound/ulcer was cleared up.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion no longer apply to this event.